Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage procedure in the hepatic portal region performed on (B)(6) 2012. According to the complainant, during the procedure, the stent was advanced through an unknown metal stent in the right intrahepatic bile duct. When the stent was attempted to be released at the distal end of the metal stent, the inner guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage procedure in the hepatic portal region performed on (B)(6) 2012. According to the complainant, during the procedure, the stent was advanced through an unknown metal stent in the right intrahepatic bile duct. When the stent was attempted to be released at the distal end of the metal stent, the inner guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The stent and delivery system were returned for evaluation. A visual examination of the device found that the stent was detached from the delivery system, and the suture was not returned with the device. The suture hole was torn, and the proximal end of the push catheter was buckled near the hub. Residue from the procedure was noted on the stent. The guide catheter assembly was found to be stretched and broken close to the proximal end. The stretched guide catheter indicates that force was exerted during deployment of the stent or retraction of the guide catheter assembly. The distal end of the guide catheter had obvious suture impression (kink) indicating that the suture most likely embedded inside the guide catheter during use. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The noted damages were most likely due to procedural factors encountered during the procedure such as tortuous anatomy, maneuvering of the device, or a tight stricture; therefore the most probable root cause for this event is operational context.